Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01488. This report is being submitted as additional information. The serial number of the device was requested but was not provided, therefore the manufacture date and age of device are unknown. Manufacturer's investigation conclusion: no product was returned for evaluation. Review of the submitted system controller log file confirmed two no external power events. The events occurred while the system was operating on a mobile power unit (mpu) and appeared to be due to a loss of power to the mpu. The pump was supported by the system controller's internal backup battery during each event and continued to operate at the set speed. The log file appeared to show the system operating as intended. A specific root cause of the captured events could not be determined. However, the new v-lock ac power cord is available to prevent incidents of this type. Multiple requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The device history records were not reviewed because the serial number of the mpu was not provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Review of a log file submitted to the manufacturer's technical service representative revealed no external power alarms on (B)(6) 2018. These alarms may have been caused by the mobile power unit (mpu) power cord coming loose. No adverse impact to the patient as a result of the alarms were reported. Additional information was requested, but not provided.